Event description:
It was reported that during inspection, the device displayed the following error codes 652 (chiller cant start flow), 202.11 (lps hardware interlock) and 302.11 (rpb hardware interlock bit). Additionally, the device is experiencing chiller and emergency button issues. No patient involved.